Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have been previously repaired once for the mesher moving backwards reported on 7 december 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher had a comb was dented over the right hand side and the cutter was unable to have contact with the skin graft. The customer returned a zimmer skin graft mesher serial number ()(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb was defective. Repair of the device occurred the same day and involved replacing the comb. The technician then tested and verified that the mesher was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, which would cause the cutter to not make proper contact with a graft, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft mesher comb was dented over right hand area. Cutter was unable to have contact with the skin graft. Event occurred during cleaning. No patient involvement. No adverse events were reported as a result of this malfunction.